Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable, wall adapter and charging pad. There was no reported adverse impact to the customer's blood glucose level. New tandem-provided charging supplies were sent to the customer to resolve the issue.